Manufacturer narrative:
The affected product has been received. A follow up report will be submitted with investigation results when product is evaluated.

Event description:
The customer reported that during an infusion of lipids(estimated <1cc/hr), tpn (estimated <5cc/hr) and medication with a pump, the infusion set leaked at the maxzero. The lines were wiped dry at approximately 11:00a-12:00p then it was observed leaking again at the same place. The line was then replaced and it occurred again. The pump alarmed and displayed "occluded". The tpn, lipids and medications were infusing into a dual lumen uvc. These lines were disconnected from the uvc and a flush was unsuccessful, the line was occluded. Access was still needed therefore a peripheral IV was placed. There was no patient harm.

Event description:
The customer reported that during an infusion of lipids(estimated <1cc/hr), tpn (estimated <5cc/hr) and medication with a pump, the infusion set leaked at the maxzero. The lines were wiped dry at approximately 11:00a-12:00p then it was observed leaking again at the same place. The line was then replaced and it occurred again. The pump alarmed and displayed "occluded". The tpn, lipids and medications were infusing into a dual lumen uvc. These lines were disconnected from the uvc and a flush was unsuccessful, the line was occluded. Access was still needed therefore a peripheral IV was placed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero was confirmed. Pressure testing confirmed a leak at the maxzero component. Closer inspection under magnification showed a microchannel on the interior maxzero wall that allowed fluid to leak. The root cause of the microchannel which created a fluid path is a manufacturing issue.